Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device showed under sensing on the electrocardiogram resulting in atrial pacing markers closely followed by ventricular sense response pacing events. The setting was programmed slightly. The device remains in use. No patient complications have been reported as a result of this event.